Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and in doing so the feet of the device created a perforation in the appendage. It was noticed after the perforation occurred that there was pericardial effusion. The patient received 50cc of protamine, but the effusion continued. The physician then decided to start a pericardial tap and took off around a thousand units of blood which was replaced. During this entire event the patient was hemodynamically stable. After two hours of performing a pericardial tap it was decided to bring the patient to surgery. The patient was treated with an atrial clip while in surgery. The patient is stable and is continuing to recover.